Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a paediatric valve procedure, after stent deployment and with the patient intubated, the wall mounted emergency power off (epo) button was accidentally pressed by the customer. The procedure was completed after a one-hour delay and the patient remained stable with no deterioration in health and no unplanned interventions. It was reported to philips that the system did not power back on. Upon troubleshooting, the philips field service engineer (fse) checked the system on site and found that the schneider ups had not reset after the accidental epo activation. The fse found that the epo tripped breakers require manual resetting, the ups did not automatically restore power, and the customer was unaware of the manual reset process. To resolve the issue, the on-site electrician reset the ups with guidance from the fse. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a pediatric procedure with the patient intubated, the system would not power back up after the emergency power off (epo) was accidentally pressed, and that the procedure was delayed while troubleshooting was performed. The procedure was able to be completed after approximately one hour. An investigation into this complaint has been initiated by philips.